Event description:
It was reported that during a low anterior resection, the device was fired and removed. Upon removal, they inspected and saw that only one donut had formed and there was a tear in the rectum. A second device was pulled and used to complete the anastomosis. There was no pt impact.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process.